Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Based on the photographic evidence alone it cannot be determined the root cause. However I believe the complication was the result of a damaged knife, possibly from the knife contacting staples in the crotch of the first staple line.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the staple malformed on the innermost row (nearest the knife blade). The surgeon was using a green reload with gore seam guard. The tissue was not excessively thick. No unusual noises heard and the device clamped and fired as expected. The surgeon used "pulsed" style firing. Upon leak test, the staple line bubbled and the surgeon had to over sew the entire staple line. The staple line was reinforced with suture. There were no patient consequences. One device was discarded.